Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned to applied medical for evaluation. Upon inspection, the clamp was found to have no scratches or rust and no apparent deformations. Engineering determined that the jaws were aligned, but the jaw gap was not within specification and the first three ratchets of the handle required little force to disengage. This confirmed the complainant?s experience that the clamp would not stay locked in position. During manufacturing, applied medical clamps require multiple sessions of readjustments. Since the process of adjustment is manual, it is possible that the unit could have been manufactured with loose ratchets. The probability and criticality of harm resulting from this failure mode has been evaluated and found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "it was noticed prior to the case starting that the clamp would not stay in a locked position." Patient status- "na."